Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7073178. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074255. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 762196.

Event description:
It was reported that the patient experienced burning sensation when the spinal cord stimulator (scs) was on. The sensation was felt along the spine where the leads were and would disappear when the stimulation was turned off. The patient underwent an scs system explant procedure and the explanted device components were discarded by the medical facility.